Event description:
A caller reported experiencing a tandem mobi cartridge alarm on (B)(6), 2025, confirmed by technical support as cartridge alarm 30. Despite the alarm, there was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Although the caller had no previous reports of cartridge alarms 30, 34, or 35 with this pump serial number, alarms occurred with consecutive cartridges. Technical support decided to replace the pump, resolving the issue. Additionally, technical support corrected a tracking number error, providing the customer with the correct ups return tracking number, which the customer acknowledged and understood. No further information was available regarding the customer¿s outcome.